Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has returned to the manufacturer for evaluation. The device passed final test.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has returned to the manufacturer for evaluation and customer's complaint was confirmed. During the evaluation a "service required" code was found in the ventilator's downloaded error log related to err_obm_accy_urgent_service which indicate a faulty oxygen blending module board. The device passed final test.